Event description:
It was reported that during a da vinci s mitral valve repair procedure the patient side manipulator (psm) was not moving correctly. An isi representative was present for the case and began to troubleshoot. The system was restarted however, the psm fault recurred. The customer decided to complete the planned surgical procedure laparoscopically. An additional incision was made for the atrial retractor and the patient was under anesthesia for approximately an additional 20 minutes. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineer concluded that fault experienced by the customer was associated with a patient side manipulator (psm). The patient side manipulator is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generate error code) functioned as designed and there was no injury to the patient. The psm was returned to isi for failure analysis investigation. Engineering evaluation found two loose wrist drive cables on axis 4 and determined that they were the cause of the system error experienced by the customer. The psm was repaired by replacing the wrist drive cables on axis 4 as well as the wrist drive cables on axis 5, 6 and 7 as a precautionary measure. As of 2008, there have been no reported recurrences of the issue at this hospital.